Manufacturer narrative:
The actual product in question was received at the mfg facility for eval, and the reported issue was confirmed. Their eval of the device revealed it did meet our current specs. The break occurred approx 0.5mm from the tip. Possible root cause for this condition can be attributed to some type of mechanical overstress, contributing factors for this mechanical overstress cannot be determined at this time. No trend has been detected for this issue and there have been no other reported issues for this lot. Device history record was reviewed and the review showed there was some scrap for broken tips, which is not unusual during mfg. No trend has been detected for this issue.

Event description:
Tip broke during procedure - tip retrieved from pt at time of break. Additionally, account stated if the event were to recur "pt may have ended up with a foreign body in their tissue if this was not noticed".